Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave an error indicating that the incorrect syringe size is being used despite using the correct size. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other text: device evaluation: one device was returned. The device was received with all labels still intact. Visual inspection, the top case was cracked by the handle, the bottom case tabs were broken, the right plunger case and battery door were also cracked. As a result of checking the log, it revealed invalid syringe size. Checked and tested syringe size sensor, visually inspected barrel clamp assembly. Unable to duplicate invalid syringe size. Syringe size sensor was within spec, found no damage to barrel clamp assembly. Based on evidence and investigation, the complaint allegation was unable to be determined. As preventative measure, all pump sensors were recalibrated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
Information was received on 6-jan-2022 indicating that no patient was harmed in the event reported.